Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was returned for analysis. An examination of the returned section of the device found that the hypotube was broken approximately 107cm proximal to the midshaft bond. The proximal section of the break, including the hub was not returned for analysis. The hypotube coating appeared scratched at the break point. The hypotube was kinked at various locations along its length. An examination of the distal extrusion found that the extrusion was kinked at approximately 4cm and 4.5cm distal to the guidewire exchange port. An examination of the exchange port found that the edge of the port was slightly lifted. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on information received on (B)(4) 2014. It was reported that a difficulty crossing event occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left circumflex artery. A 3.00x12mm promus element plus stent delivery system was selected to treat the lesion. The physician tried to cross the lesion using the device but was unable to cross. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed shaft break.